Event description:
It was reported to target that during a gdc coil embolization, the coil separated at the junction with no current. Additional information obtained through a company representative on april 19, 1999, indicated that the gdc-10 coil was used with a fastracker-18 mx catheter. There were no complications to the patient as a result of this event.